Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient began to experience pain at the ipg site. As a result, the patient's scs system was explanted and replaced, which addressed the issue.